Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Pt admitted to hospital for syncope. Upon interrogation noted rv loc. Lead revision revealed that high voltage leads were switched in header and loose r/s set screw. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).